Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was repaired. No further repair info is available.

Event description:
The customer reported that the sys displayed poor image quality, and intermittently would not display an image. No pt injury was reported.